Event description:
It was reported that the patient expired. On the last iegm the patient had a vt well recognized by the ICD and atp was delivered. The device recognized the vf, loaded the capacitor and delivered a first shock inefficient. There were intermittent stars displayed on the iegm and the capasitor loading was interrupted. The patient notification vibrated, then the hv therapies switched off. Message displayed possible hv circuit failure.

Manufacturer narrative:
Na